Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a fractured solder joint on a transformer located on the processor/bridge/pace board. The processor/bridge/pace board was replaced to resolve the customer's report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib. Complainant indicated that there was no patient involvement in the reported malfunction.